Event description:
It was reported the patient¿s ¿toes curl and they can¿t walk.¿ the symptom was noted as being present for the last couple of years. The physician had the patient on lorazepam to help calm them down and it also helped with the toe curl. At night when the patient goes to bed they are almost ¿frozen, can¿t move.¿ the patient takes the lorazepam to help them relax but it had not been helping as much lately. Refer to manufacturer report # 3004209178-2013-11564 patient has bilateral system.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 3389s-40, lot# v181308, implanted: (B)(6) 2008. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3389s-40, lot# v181308, implanted: (B)(6) 2008. Product type: lead. (B)(4).